Event description:
The catheter tip lodged into the loops of a previously deployed device. The physician tried to withdraw the device and pulled on the coil, however, the coil stretched and separated. The coil was successfully retrieved and the incident had no consequence to the patient.